Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for unrelated surgery. Following the procedure, ventricular undersensing of vf events were observed. It was noted that the patient is now rv dependent. Programming changes were made. No further information.